Manufacturer narrative:
A device failure caused by fatigue breakage of lead wire of the conductive link was found during device investigation. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
On (B)(4) 20178 the user visited the korea med-el office and reported suddenly not being able to hear with the device. There was no accident or trauma reported. The user was re-implanted with a vorp 503.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the user visited the (B)(4) med-el office and reported not being able to hear with the device. There was no accident or trauma reported. Vibrant clinical support has been informed.